Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on two patient samples on an atellica ch 930 analyzer. Calibration was acceptable, and quality control (qc) recovered within the normal range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed that the dilution probe was hitting the side of the integrated multisensor technology (imt) sample port when dispensing the sample. Then, the cse adjusted the imt forward, realigned the dilution probe, cleaned and tightened the grounding strap, and ran patient samples, which recovered acceptably. Siemens reviewed the instrument data and observed fluid issues with the imt. Siemens evaluated the event and determined that fluid flow issues potentially contributed to the falsely depressed na results. The analyzer is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that falsely depressed sodium (na) results were obtained on two patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who did not question the results. The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were higher than the erroneous results. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.